Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Psr-64346 represents the adverse event which occurred on (B)(6) 2017. Mwr-26112019-0000607641 represents the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent transvaginal urethrolysis of adhesion on (B)(6) 2017 . It was reported that the patient experienced pelvic pain and underwent removal of mesh on (B)(6) 2017.